Manufacturer narrative:
Product reference 4430425 is not cleared for sales in the USA, but similar product reference 5430425 is cleared under #510k130576. Batch history review: we have checked the manufacturing file of batch nr36923019 of celsite access ports which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of (B)(4) access ports released in september 2017. Investigation results: we did not receive the complained sample nor x ray pictures to be able to perform our investigation. Conclusion : according to the customer description, the device has been implanted via the left subclavian route. The rupture could be due to a pinch-off syndrome but we have no element to confirm this hypothesis. The instruction for use warns physicians against the risk entailed by placing via the subclavian route. Without any element for the investigation, we cannot conclude on the root cause of this incident. However if new elements become available, this complaint will be re-opened. This is a rare incident. No corrective action is currently envisaged. B braun (B)(4) has provided all the information currently available to us. In spite of all reasonable efforts being made to obtain further information or the device, at this time we have not met with success.

Event description:
Catheter rupture and migration "breakage of the catheter laid in lane under left claviere to (B)(6) 2018 outside the hospital. Rupture of the kt with migration of the distal part in cardiac cavities noted during injection difficulties. Need for recovery of migrated kt in interventional radiology on (B)(6) 2018. Removal of the remaining the chamber on (B)(6) 2018".